Manufacturer narrative:
The surgical notes were reviewed. The complaint database was also reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly revised due to chronic dislocations.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02232, 02234.